Event description:
Customer's mother reported via phone, the customer had gone into a coma on saturday and sunday he had seizures. Customer was taken to the doctor, treated on sunday and then released. Customer's mother didn't know exact blood glucose value but did know it was low and current was 303 mg/dl. Troubleshooting was performed. Customer is unable to talk due him biting his tongue and he had another seizure tuesday morning. The drive support cap was reported normal. Customer's mother was told the low was caused by the insulin pump. The reservoir show more insulin than what is displayed on the device. The device was not exposed to an MRI. The device passed the displacement test. The date on the insulin pump is off by four days, it loss four days but date was correct. Customer also mentioned customer had a cat scan done. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.